Manufacturer narrative:
(B) (4). It was not possible to ascertain specific device info from the article. It is also possible several events occurred in one pt. At this time, no add'l info was available.

Event description:
Literature: van hulst bm, tel pa, de groot v, et al. Complications of intrathecal baclofen therapy in children and related caregiver satisfaction. Tijdschr kindergeneeskd. 2009;77(5):191-197. Summary: the purpose of the study was to analyze the complications in children with intrathecal baclofen therapy. It specifically focuses on the nature, frequency, impact (through caregiver satisfaction) and possible causes of complications. A retrospective status exam was performed which concerned baclofen pump implantations between 0(B) (6) 2001 and (B) (6) 2007. All children (B) (6) treated with intrathecal baclofen therapy in the (B) (6) medical center were analyzed. In the study, 28 pts were identified who complied with the inclusion criteria. Of these pts, 19 had cerebral paresis and 2 had bone marrow damage. The other group had various diseases related to spastic problems. In total, there was 34 pumps implanted in 18 boys and 10 girls. (B) (6). Reportable events: one child had to have the pump removed due to infection and a decision was made that no new pump would be implanted. Of the 9 technical complications, there was one pump malfunction. No further info was provided. Of the 9 technical complications, there were 2 catheter nicks. Of the 9 technical complications, there were 4 catheter migrations. Of the 9 technical complications, there was 1 catheter obstruction. Of the 9 technical complications, there was 1 catheter tear/breakage. Of the 4 infectiological complications, there were 2 pocket infections. It was noted that the use of corticosteroids leads to an increased sensitivity for infections and masking of the clinical occurrences. Three of the 4 children with infectiological complications used corticosteroids which could be indicative of a causal relation. Of the 4 infectiological complications, there were 2 other infections. It was noted that the use of corticosteroids leads to an increased sensitivity for infections and masking of the clinical occurrences. Three of the 4 children with infectiological complications used corticosteroids which could be indicative of a causal relation. The source of the literature did not specify which device models were used.